Event description:
It was reported that the inflatable penile prosthesis (ipp) pump and tubing were repositioned because the patient reported that "the device was deflating over time." The surgeon decided to explore the pump. When the physician inflated the device on the operating table the deflation issue was not noticed. The doctor decided to reposition the tubing and pump and the device was working properly. There were no patient complications.

Manufacturer narrative:
Additional information provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump and tubing were repositioned because the patient reported that "the device was deflating over time." The surgeon decided to explore the pump. When the physician inflated the device on the operating table the deflation issue was not noticed. The doctor decided to reposition the tubing and pump and the device was working properly. There were no patient complications. Additional information received reported the "pump looked to be in good position. We could not reproduce the patients complaint so the surgeon decided to open up the patient and reposition the device due to the potential of a pseudo capsule around the pump. Nothing was wrong with the device and the capsule was expected as part of the healing process following surgery."